Event description:
The pump stalled following MRI for 15 minutes and recovered. The patient experienced no signs/symptoms, there was no injury, and no intervention was required. The pump contained fentanyl and bupivacaine.

Event description:
A confirmed motor stall with recovery recorded in event logs was reported. The motor stall was caused by patient having MRI or other medical procedure. Telemetry state or "false motor stall" was suspected as the recovery was not noted until pump was interrogated twice. The issue was noted as resolved and patient experienced no adverse events, was doing just fine.

Manufacturer narrative:
Catheter: model: 8709sc, serial #: (B)(4), implanted: (B)(6) 2012, explanted: unk; catheter passer model: 8591-38, lot #: d13674, implanted: (B)(6) 2012, explanted: unk; programmer: model: 8835, serial #: (B)(4).

Manufacturer narrative:
(B)(4).